Event description:
It was reported that during the procedure, the operating physician encountered difficulty when attempting to split the peel-away sheath for removal. Specifically, the end piece of the sheath fractured during the splitting process, making removal from the vein and guidewire significantly more difficult. The fractured component remained external to the vein; therefore, no fragment was introduced into the patient's bloodstream. To manage the situation, the physician partially withdrew the spring wire guide (swg) and peel-away sheath from the vessel to gain adequate access. A needle holder and forceps were then utilized to carefully remove the remaining portion of the peel-away sheath. The physician confirmed that the peel-away sheath was fully removed from the vessel and that no fragments remained in the patient. There were no reports of adverse events or serious injury associated with this issue. The patient's condition following the procedure was reported as "fine."

Manufacturer narrative:
(B)(4).